Event description:
It was reported that during implant, while connecting, disconnecting and then re-connecting the lead, the set screw would not make the stopping noise. Low impedance was also observed. This device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reason for return was confirmed. It is believed that body fluid entered into the lv bore when the device was disconnected to stop the pocket bleeding. This fluid resulted in low lv impedance. During attempts to disconnect and reconnect the lv lead, septa material was pushed into the set screw hex cavity and the set screw became stripped. When the set screw was replaced the device was found to function normally.